Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of event. Review of mfg records demonstrates that all materials met release criteria.

Event description:
It was reported that device was removed. It was also reported that pt had work related injury, prior surgery, and development of significant physiological changes prior to device implant procedure.